Event description:
It was reported that this right atrial (ra) lead had exhibited noisy signal with stable trend. This ra lead measurements are within normal limits and remains in service. No adverse patient effects were reported. Additional information was received indicating that this ra lead recorded electromagnetic interference (emi) artifacts. These artifacts were oversensed, resulting in inappropriate atrial tachy response (atr) episodes. A lead revision was recommended. No adverse patient effects were reported. This ra lead remains in service.